Event description:
It was reported that a physician's dell x50 handheld device was not holding a charge, and therefore he wanted it replaced. The handheld read that the main battery was critical low, and he was unable to use the device. The device was typically stored in a cabinet, and no user mishandling was reported that may have contributed to the event. The physician was sent a new handheld device. Return of the suspect dell x50 handheld device is expected, but it has not been received to date.

Event description:
The dell x50 computer and software was received by the manufacturer on (B)(6) 2012, and product analysis was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the returned computer was performed, and the reported allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not report that the serial cable was also received by the manufacturer.

Event description:
The physician's serial cable were also received by the manufacturer on (B)(6) 2012, with the handheld computer and flashcard, and the product analysis was completed with the suspect serial cable.